Event description:
It was reported the patient never felt stimulation. They were having their stimulator replaced. The patient had a successful two week trial for the new implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient received the implant without the doctor first doing a trial and she never had therapeutic effect. The doctor reportedly stated ¿that this was the only thing that was gonna help¿ and at the time of the report he ¿had something else he wanted to do.¿ since implant the patient had to wear three pads a day and they were wet. Prior to implant she was using three to four pads a day, so did not notice much of an improvement. She did not feel like the therapy was doing what it should be doing and later reported that she was going through five to six pads a day. The patient¿s implanting healthcare provider (hcp) also told her the implantable neurostimulator (ins) would last five to eight years. However, the hcp told her that the battery was depleted even though she did not use high settings or touch the programmer. The hcp did not set it on high and she was set at 3.2 volts, which she did not feel was very high. Prior to her checkup on the day of the report, she tried to connect to her ins using her programmer, but could not. At the checkup the hcp ¿got this gadget out and checked her implant and told her the battery inside of her was depleted.¿ no interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va006qt, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).